Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and motor rate error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. The leadscrew and position pot nuts were tight and not shimmed to "002. This was cause by the customer. Service shimmed position pot and leadscrew nuts to factory spec. .002.

Event description:
It was reported that the motor not running was experienced.

Manufacturer narrative:
Other text: b5: additional information received on 09-nov-2022 via email and attached to complaint object: the date of the event was on 2/05/2022. The reported event did not occur during patient use and the event did not result in patent harm. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. The top case was chipped front corner. The right plunger case was cracked. There was evidence of the error in the event history log. The customer reported problem was verified/duplicated. During flow testing the investigation found that the leadscrew and position pot nuts were tight and not shimmed per manufacturing specifications. This issue was caused by the customer who incorrectly assembled the device. For corrective action the position pot and leadscrew nuts were shimmed to factory specifications. The root cause of the reported problem was traced to user interface. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: correction: d4: model number: 4000.